Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that on (B)(6) 2015, the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation. A flail was noted at the posterior 3 (p3) segment of the leaflet. Leaflet assessment was confirmed and one mitraclip was implanted. Post implantation, the clip detached from one leaflet, remaining attached to the other leaflet. Two more mitraclips were then implanted without difficulty. The mitral regurgitation was reduced from grade 4 to 1 and the patient was in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) were considered, including manufacturing, patient morphology/pathology, and user technique/procedural conditions. All available information was investigated and the slda resulting in incomplete coaptation was likely a result of procedural conditions associated with the cleft in the flail of the p3 segment of the leaflet. In this case, the slda was likely a result of suboptimal grasping of the leaflet as a result of the p3 flail. The investigation determined that the reported slda resulting in incomplete coaptation was a result of patient anatomy/morphology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Unique device identifier (UDI) number: (B)(4).